Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the narrow, heavily calcified, distal superficial femoral artery/popliteal arteries in the hunter's canal. The area was previously treated with atherectomy and balloon angioplasty in 2013. The 5.0 lesion was prepped with a 5.5 mm balloon at 10 atmospheres. During deployment of the supera stent, the first 5 cm of the stent deployed without issue; however, the last 3 cm/30 mm of the stent would not extrude from the delivery catheter. The lock was turned off and 10 throws of the thumb knob were performed, the catheter was turned and more throws of the thumb knob were performed; however, the stent implant did not extrude from the catheter. The catheter was pulled, which extruded the stent implant but caused elongation and narrowing of the stent (about 10 1/2 cms.). The stent implant had elongated into healthy tissue. A balloon catheter was used in an attempt to expand the elongated stent and move it out of the healthy tissue which was somewhat successful, but some of the stent was still located in healthy tissue. The introducer sheath was not located close to the proximal end of the stent. The stent delivery system was removed under fluoroscopy. The thumb knob was fully retracted to the start position and both the system and deployment levers were locked prior to removal. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and functional inspections were performed on the returned device. The deployment issue and stent elongation were not confirmed as the stent was not returned and remains in the patient. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. The stent elongation and additional therapy are due to operational context of the procedure.